Event description:
Additional information reported confirmed that there was a lead break. Lead replacement surgery was performed on (B)(6) 2012. It was noted that there was no injury to the patient and that they recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3389-40, lot# v004591, implanted: (B)(6) 2006, explanted: (B)(6) 2012.

Event description:
It was reported that the patient had a significant atv accident in (B)(6) 2011. Following a reprogramming session (converted from 2-c+ to 3-c+), the patient experienced a loss of therapeutic effect and had paresthesias ('tingling sensation') in their right arm. The sensation was only present with the left neurostimulator on, and was ''worse'' in the morning. It was noted that palpations of the left ins did not create paresthesia. An impedance check was performed and both high and low impedances were found. Additional information reported indicated that electrode 3 was fractured and shorted to electrodes 0 and 2. Electrode 1 also looked to be involved as it had an impedance of greater than 2000 ohms with electrode 3. Electrode pairs c1 and c2 were very similar as well as c0 and c3. It was noted that these pairs may have acted as one giant electrode together. X-rays showed an evident partial fracture of the lead wire about 2 cm above the extension connection piece. Patient was reprogrammed back to 2-c+ and had therapeutic benefit. Additional information had been reported, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389-40, lot # v004591, implanted: (B)(6) 2006, explanted: na; extension model 3389-40, serial # (B)(4), implanted: (B)(6) 2006, explanted: na; neurostimulator model 7426, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3389-40, lot # v004591, implanted: (B)(6) 2006, explanted: na; extension model 3389-40, serial # (B)(4), implanted: (B)(6) 2006, explanted: na.